Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown. (B)(4) for the reported event: foot switch functioned intermittently in bipolar mode. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii foot switch was used during a colonoscopy procedure. According to the complainant, the foot switch functioned intermittently in bipolar mode; therefore, the procedure was completed with a different generator and foot switch. Following the procedure, a biomedical engineer found a loose screw on the foot switch, but it was reported that tightening the loose screw had no effect on device functionality. The device passed testing only intermittently. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."